Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("both of her essure coils had migrated and embedded in the wall of uterus/ migration of essure device location of device: embedded in the wall of uterus,"), fallopian tube perforation ("perforation (fallopian tube(s)"), menorrhagia ("menorrhagia") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included lymphoid nodule and hyperplastic polyp. Concurrent conditions included stress incontinence, vaginitis, urinary urgency, irregular menstruation, colon cancer ((B)(6) 2006 colon cancer removal surgery) and abdominal bloating. In 2009, the patient had essure inserted. In 2009, the patient experienced migraine ("migraines"), depression ("depression"), anxiety ("anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)") and headache ("headaches"). In 2010, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and back pain, menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("severe cramping"), genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), vomiting ("vomiting,"), infection ("infection"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful sex"), weight increased ("weight gain"), hypersensitivity ("allergic reaction"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and ovarian cyst ("ovarian cysts"). The patient was treated with surgery (on (B)(6) 2016: hysteroscopically removed right essure & on (B)(6) 2018 planning for left essure), surgery (on (B)(6) 2016: hysteroscopically removed right essure & on (B)(6) 2018 planning for left essure) and surgery (dilation an curettage on (B)(6) 2016). At the time of the report, the embedded device, menorrhagia, abdominal pain, migraine, depression and anxiety had not resolved and the fallopian tube perforation, genital haemorrhage, nausea, vomiting, infection, vaginal discharge, dyspareunia, weight increased, hypersensitivity, vaginal haemorrhage, dysmenorrhoea, alopecia, headache and ovarian cyst outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, genital haemorrhage, headache, hypersensitivity, infection, menorrhagia, migraine, nausea, ovarian cyst, vaginal discharge, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: the coils could not be removed at that time due to fear of hemorrhage. Consumer still suffers from the above mentioned symptoms and is currently investigating her options for removal of the essure devices. She will have surgery to remove the essure implant in (B)(6) 2017. On (B)(6) 2017: surgical removal of coil(s) ¿ hysteroscopically removed right essure coil (per pfs). Planning for essure (left coil ) removal (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy: on (B)(6) 2016: coils migrated and embedded in uterine wall devices implanted; the doctor said the coils were lose, partially migrated into my uterus and perforated one tube. (B)(6) 2016: hysteroscopy, d&c by suction: polypoid material with rim was visualized and is cleaned out and suction was done and more cleaning. It revealed that she had old essure plus: however, on end of the essure was poking in the fimbriated tubal end on the left side. Essure was not removed because it can bulge and cause hemorrhage. The uterus was cleaned up with suction. Patient explained that she did not mention about the iud. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: device expulsion. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet received. Reporters added and case updated to medically confirmed. Patient¿s demographics, historical condition and concomitant disease added. Essure indication updated and stop date added. New events perforation (fallopian tube(s) with back pain, abnormal bleeding (vaginal), dysmenorrhea (cramping), hair loss, headaches and ovarian cysts were added. Lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("both of her essure coils had migrated and embedded in the wall of uterus/ migration of essure device location of device: embedded in the wall of uterus, / migration of essure device location of device: uterus"), fallopian tube perforation ("perforation (fallopian tube(s) / perforation (fallopian tube(s)"), device expulsion ("both of her essure coils had migrated and embedded in the wall of uterus/ migration of essure device location of device: embedded in the wall of uterus, / migration of essure device location of device: uterus"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)") and genital haemorrhage ("abnormai bleiding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included lymphoid nodule and hyperplastic polyp. Concurrent conditions included stress incontinence, vaginitis, urinary urgency, irregular menstruation, colon cancer ((B)(6) 2006 colon cancer removal surgery) and abdominal bloating. In 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced embedded device (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and back pain, device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines / migraines"), depression ("depression / depression"), anxiety ("anxiety / anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal) / abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping) / dysmenorrhea (cramping)") and headache ("headaches / headaches"). In (B)(6) 2010, the patient experienced alopecia ("hair loss / hair loss") and ovarian cyst ("ovarian cysts / ovarian cysts"). On an unknown date, the patient experienced abdominal pain ("severe cramping"), genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), vomiting ("vorniting,"), infection ("infection"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful sex"), weight increased ("weight gain") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (on (B)(6) 2016: hysteroscopically removed right essure & on (B)(6) 2018 planning for left essure) and surgery (dilation an curettage on (B)(6) 2016). At the time of the report, the embedded device, menorrhagia, abdominal pain, migraine, depression and anxiety had not resolved and the fallopian tube perforation, device expulsion, genital haemorrhage, nausea, vomiting, infection, vaginal discharge, dyspareunia, weight increased, hypersensitivity, vaginal haemorrhage, dysmenorrhoea, alopecia, headache and ovarian cyst outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, genital haemorrhage, headache, hypersensitivity, infection, menorrhagia, migraine, nausea, ovarian cyst, vaginal discharge, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: the coils could not be removed at that time due to fear of hemorrhage. Consumer still suffers from the above mentioned symptoms and is currently investigating her options for removal of the essure devices. She will have surgery to remove the essure implant in (B)(6) 2017. On (B)(6) 2017: surgical removal of coil(s) ¿ hysteroscopically removed right essure coil (per pfs). Planning for essure (left coil )removal (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2016: coils migrated and embedded in uterine wall devices implanted; the doctor said the coils were lose, partially migrated into my uterus and perforated one tube. On (B)(6) 2016: hysteroscopy, d&c by suction: polypoid material with rim was visualized and is cleaned out and suction was done and more cleaning. It revealed that she had old essure plus: however, on end of the essure was poking in the fimbriated tubal end on the left side. Essure was not removed because it can bulge and cause hemorrhage. The uterus was cleaned up with suction. Patient explained that she did not mention about the iud . Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet was received events- migration of essure device location of device: uterus was added. Events onset date was updated. Reporter information was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("both of her essure coils had migrated and embedded in the wall of uterus"), menorrhagia ("menorrhagia") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/ pain"), abdominal pain ("severe cramping"), migraine ("migraines"), depression ("depression"), anxiety ("anxiety"), genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), vomiting ("vomiting,"), infection ("infection"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful sex"), weight increased ("depression") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (dilation an curettage on (B)(6) 2016). Essure treatment was not changed. At the time of the report, the embedded device, menorrhagia, pelvic pain, abdominal pain, migraine, depression and anxiety had not resolved and the genital haemorrhage, nausea, vomiting, infection, vaginal discharge, dyspareunia, weight increased and hypersensitivity outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, embedded device, genital haemorrhage, hypersensitivity, infection, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vomiting and weight increased to be related to essure. The reporter commented: the coils could not be removed at that time due to fear of hemorrhage. Consumer still suffers from the above mentioned symptoms and is currently investigating her options for removal of the essure devices. She will have surgery to remove the essure implant in (B)(6) 2017 diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2016: coils migrated and embedded in uterine wall . Most recent follow-up information incorporated above includes: on (B)(6) 2017: event abnormal bleeding, nausea, vomiting, infection, vaginal discharge, infection ,painful sex, weight gain; allergic reaction was added. Event migraines, pain and depression was clubbed with previously reported event. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("both of her essure coils had migrated and embedded in the wall of uterus"), menorrhagia ("menorrhagia") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/ pain"), abdominal pain ("severe cramping"), migraine ("migraines"), depression ("depression"), anxiety ("anxiety"), genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), vomiting ("vomiting,"), infection ("infection"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful sex"), weight increased ("depression") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (dilation an curettage on (B)(6) 2016). Essure treatment was not changed. At the time of the report, the embedded device, menorrhagia, pelvic pain, abdominal pain, migraine, depression and anxiety had not resolved and the genital haemorrhage, nausea, vomiting, infection, vaginal discharge, dyspareunia, weight increased and hypersensitivity outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, embedded device, genital haemorrhage, hypersensitivity, infection, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vomiting and weight increased to be related to essure. The reporter commented: the coils could not be removed at that time due to fear of hemorrhage. Consumer still suffers from the above mentioned symptoms and is currently investigating her options for removal of the essure devices. She will have surgery to remove the essure implant in (B)(6) 2017 diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2016: coils migrated and embedded in uterine wall. Most recent follow-up information incorporated above includes: on (B)(6) 2017: event abnormal bleeding, nausea, vomiting, infection, vaginal discharge, infection ,painful sex, weight gain; allergic reaction was added. Event migraines, pain and depression was clubbed with previously reported event. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.